Manufacturer narrative:
This report is submitted on september 5, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported) and topical steroid (specific date and duration not reported).